Event description:
During a normal device upgrade, after connecting this lead to the new ICD, there was noise present on the ventricular channel. This lead was disconnected and noise and impedance changes were noticed when testing the lead alone using a psa. This lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.